Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of the lead, it was noted that there was high ventricular rate (hvr) episodes demonstrating noise on the right ventricular (rv) lead . No programming changes were made to the lead. There were no adverse consequences to the patient.